Manufacturer narrative:
Concomitant medical products = pal, list unknown, lot unknown; ggt, list unknown, lot unknown; creatinine, list unknown, lot unknown; total bilibrubin, list unknown, lot unknown; ldh, list unknown, lot unknown. Correction/removal reporting number = 3002809144-01/28/20-001-c. A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed falsely depressed results on the alinity c analyzer. The following data was provided for multiple assays and all were initially flagged "<" below linearity. Alt <6.0 u/l; retest 45.2. Ast < 6 u/l; retest 67.7. Pal <10 u/l; retest 82.3. Ggt <4 u/l; retest 39.7 . Creatinine <8.84 umol/l; retest 84.44. Bilit <1.7 umol/l; retest 7.9. Ldh <30 u/l; 283.7. The instrument correctly flagged these results with a "<" sign. There was no reported impact to patient management. Further review determined the falsely depressed results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.